Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose reading was between 146 mg/dl and 160 mg/dl. The customer reported that he had the pump in his pocket and the display was flashed white. The insulin pump was returned for analysis.